Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a software glitch occurred during the dispensing process, and the error logs indicated that the pendingupdateclient service endpoint was not available, which caused the device to freeze. A technical support specialist reviewed the error logs and confirmed the glitch due to an incorrect address or soap action. The tss then troubleshot the med application. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station hangs while the user dispense medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station hangs while the user dispense medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.